Event description:
It was reported that insulin was leaking from the cartridge while using the ilet system, and the user replaced the cartridge, connector, and tubing per guidance and resumed delivery. The reported device problem was a leak associated with the reservoir component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed a leakage related to a seal issue consistent with a cartridge/reservoir leak. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.